Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (con) regarding an external device to an implantable pump infusing unknown morphine for spinal pain. It was reported that the patient said that they had magnetic resonance imaging (mris) done on thursday ((B)(6) 2026) and friday ((B)(6) 2026). The patient said that thursday the pump was read by the clinician equipment and was functioning after the MRI. The patient said that it took a couple rounds on friday with the clinician equipment to get the pump restarted. The patient noted that they had probably 10 mris over the years.